Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump gave a motor error alarm. It was also stated that the customer was hospitalized with metabolic acidosis and diabetic ketoacidosis, with a blood glucose of 47 mmol/l. The customer was unconscious when admitted. Prior to the event, the customer had gastric bypass surgery, and had complications. Troubleshooting was not possible as the insulin pump would not rewind. Nothing further was reported.